Manufacturer narrative:
This report is submitted on august 17, 2022.

Event description:
Per the clinic, the patient experienced redness and swelling at the implant site on(B)(6) 2022. The device was explanted (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient was reimplanted with another cochlear device on (B)(6) 2022 (specific date not reported). This report is submitted on may 20, 2024.